Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old white male patient had impella cp optical pump inserted in the right leg. The patient had oozing from the insertion site, continued to ooze even after mattress suture was applied to a subcutaneous tissue, patient continued to decline and leg become ischemic, decision was made to escalate to axillary 5.0 pump. The cp optical pump was surgically removed, thrombectomy and fasciotomy was performed to the right lower leg.

Manufacturer narrative:
The product was returned for evaluation did not reveal any defects in the guide wire repositioning unit (gwru) valve that would have contributed to the bleeding. The root cause of the access site bleeding was not determined but likely due to a pump patient interaction. The root cause of the limb ischemia was likely due to the patient's condition as the patient was on a high dose of pressors.